Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that after catheter was inserted and the stylet was removed, despite not applying negative pressure, backflow of blood occurred. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of bleedback was confirmed and appears to be manufacturing related. The product returned for evaluation was a distal segment of a 4fr s/l groshong nxt catheter. Dried reddish residual material was seen within the lumen of the catheter, indicating use. When an attempt was made to flush the returned segment, it was occluded with the residual material. The sample was then cut distal of the residual material, at the 5cm depth marking, and the distal end of the catheter was submerged in a beaker of blue dyed water. Dyed water was observed entering into the catheter lumen, indicating ingress through the valve. The valve appeared to be closed securely, and not be gapping, when examined under a microscope. The valve length was measured and found to meet the device specification. However, the valve slightly deviated from the centerline. The deviation was measured and found to be outside the acceptable limits. In addition, a small tear was seen on the distal end of the valve which exceeded the length allowed per internal visual standards. As the valve allowed for the ingress of fluid, this complaint will be confirmed. The deviation of the valve and small tear on the distal end of the valve may have contributed to this failure mode. The end-item manufacturing facility has been notified about this complaint. Bd is working closely with manufacturing to prevent recurrence of the reported event. H3 other text: evaluation findings are in section h11.

Event description:
It was reported that after catheter was inserted and the stylet was removed, despite not applying negative pressure, backflow of blood occurred. There was no reported patient injury.